Event description:
The customer returned the cysto-nephro videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had corrosion on the charge-coupled device (ccd). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the following led to the malfunction: due to instrument channel leak and charge-coupled device (ccd) wire exposing internal elements, corrosion occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.